Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to reported that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to reported that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. In this state the device may not be able to deliver defibrillation therapy, if needed.